Event description:
The package of the lumenis moses technology laser fiber states 550 but inside it is a 365. Manufacturer response for powered laser surgical instrument, moses¿ 550 d\f\l (per site reporter). This is the first time they have heard of that.